Event description:
The patient experienced pain from her knee to her ankle in her left leg. The pain started a little while ago. She had x-rays, CT scans, and myelograms of her leg and everything turned up normal. The neurostimulator was turned to 0.0v and off since 2007; the leads were broken in two places. The patient was wondering if the device was causing the pain. The patient was at home. The patient was encouraged to contact their hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.